Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the device was not returned and reported malfunction could not be confirmed, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error b30. The issue was identified during gastric bariatric therapeutic procedure. The procedure was completed using a back up device. There were no reports of patient harm.